Event description:
Reporter alleged blood glucose measured 11, 43, & 256 mg/dl when all tests were performed back to back within 10 mins. No actions were taken or treatment rec'd reportedly as a result. A request was made fort the return if the suspect device and replacement product was sent.